Manufacturer narrative:
Date of report: 18jun2019. Date rec'd by MFR: 17jun2019. Philips engineers evaluated the device and confirmed the issue. The engineers replaced the machine turbine. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported low oxygen solubility on their esprit unit. The unit was not in clinical use at the time of the event, and no patient or user was harmed.